Manufacturer narrative:
(B)(4). Device manufacturer dates: september 15, 2006 and september 13, 2006. The two complaint rd900 neopuff infant resuscitators were recently returned to fisher & paykel healthcare service center in (B)(4) for evaluation. We will provide a follow-up report upon completion of the repair and our investigation.

Manufacturer narrative:
(B)(4). Device manufacturer dates: september 15, 2006 and september 13, 2006. Method: the two complaint rd900 neopuff infant resuscitators, without manometers, were returned to fisher & paykel healthcare (B)(4). A known good manometer was fitted to the complaint valve systems and tested as per the product technical manual. Results: one of the complaint device (lot 060915) was found to have damaged end cap. Both complaint valve systems passed the tests specified in the product technical manual. During testing, it was noted that the pressure rise is inconsistent when one of the adjustment knobs (pip valve) was turned. A lot check revealed no other complaints of this type for lot numbers 060915 and 060913. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. New fascia and valve components were introduced in (B)(4) 2010 to address the fluctuation issues. The neopuff technical manual states the following: "the integrity of the system and manometer should be checked prior to first use, annual and after servicing" "warning dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks [as outlined in the manual] before connection to a patient". Customer refused the repair on both neopuff devices.

Event description:
A hospital in (B)(6) reported that the manometers of two rd900 infant resuscitators were fluctuating in pressure. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the manometers of two rd900 infant resuscitators were fluctuating in pressure. No patient consequence was reported.